Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had an issue. A boston scientific technical services (ts) referred the patient advocate to the physician to discuss the issue. Additional information was sent but was not successful. This lead remains in service. No adverse patient effects were reported.